Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump calculated and delivered a larger bolus than expected to address a blood glucose (bg) level of 327 mg/dl. Reportedly, the pump calculated and delivered 4 units of insulin when the customer expected 1.6 units to be calculated and delivered. Subsequently, the customer's bg level decreased to 38 mg/dl. Glucose tablets were consumed to address bg level. Reportedly, customer continued to use the pump for insulin therapy.